Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the medical center with a report of syncope/near syncope and there was an observation of potential atrial undersensing while the patient was in an atrial arrhythmia. Follow-up with the patient's clinic indicated there was no concern with the report of atrial undersensing, no changes were made and the patient's right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.